Event description:
On an unknown date, a patient in switzerland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, the patient experienced severely reddened skin surrounding the peg/pej stoma. The cause was a long-standing colonization with m. Pseudomonas, which was confirmed in the swab. According to infectious diseases, elimination of the germ would be a major procedure with intravenous antibiotics and tube changes, etc., which the patient and his family did not agree to. Since then, the stoma was treated three times a week according to the recommendation of infectious diseases with pure betadine solution for disinfection. The stoma has shown increasing redness of the surrounding skin for several days and the patient reported a slight burning sensation when in contact with betadine solution. On (B)(6) 2026, a visit was made at the request of nursing for skin irritation at the stoma, pseudomonas infestation. The stoma was disinfected with betadine and treated with bepanthene plus cream. On site during the dressing change, the compress was completely soaked and the skin was severely reddened, hypergranulation was present. The retaining plate was replaced as it was heavily discolored. Abbvie has chosen to report this based on the clinical presentation and systemic treatment recommendation rather than microbiology terminology of colonization alone.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062912. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.